Event description:
Pt used test at home and received a negative result. Went to dr who diagnosed uti. Pt tried test at home again and still received a negative result. Amerifit will investigate this complaint pursuant to its internal sop's. There are instances when a negative result may occur if the device is not used properly or if the pt doesn't cleanse properly before using the test. Medications may interfere with actual results and some pts bodies do not always produce nitrites when an uti occurs. In addition, the device in question tests for nitrates and leukocytes. There are uti's that can be caused by other bacteria that would not cause a positive result for either measured component. Should add'l info become available that is important to its investigation of this complaint, an updated report will be filed with FDA. Amerifit has provided the pt with replacement product at their request. Manufacture date: 07/2008. (B)(6).